Event description:
Boston scientific received information that this left ventricular (lv) lead had been dislodged, resulting in high pacing threshold measurements of 6.5v at 1.5ms. The cardiac resynchronization therapy defibrillator (crt-d) required replacement earlier than expected due to the high outputs. The lead and device were explanted and replaced when the device reached elective replacement indicator (eri). No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Dried blood was noted in the lead¿s lumen. The conductor coils were deformed in several places between 299-343 mm from the terminal pin, and the outer insulation was puckered 340-346 mm from the terminal pin; this damage likely occurred during the explant procedure. Resistance tests were completed to assess the lead¿s electrical performance; measurements throughout these tests were within normal limits. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.